Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a result of 9.3 mmol/l on the aviva system at 6:05 p.m. The patient started to feel hypoglycemia and she called the paramedics. The blood glucose result was 1.4 mmol/l on the paramedic's device at 6:50 p.m. The patient ate candy to treat her low blood glucose and she was transported to the hospital. At the hospital, the patient's blood glucose result was 9.7 mmol/l on her aviva system and 4.7 mmol/l on the hospital's device. The timeframe between the results were described as "right away". It is unknown if the patient received treatment at the hospital. It is unknown how long the patient was in the hospital.